Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the meniscus mender ii disposable loop retrievers were disassembled between head and shaft, the loop retriever could not be inserted into the outer cylinder and the distal wires of retriever loop were broke and fell into the joint. All broken pieces were removed from the patient. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.